Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. The patient requested the removal of the implants. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# 493758, mfd. 09/29/16, exp. 2021-09-29, gtin (B)(4). 2nd (second): ifuse implant, p/n 7055-90, lot# 493743, mfd. 08/23/16, exp. 2021-08-23, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7055-90, lot# 493764, mfd. 10/10/16, exp. 2021-10-10, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2016 where three implants were installed. The patient later reported a recurrence of pain symptoms and requested that all the si joint implants be removed. The surgeon did not indicate that the implants were loose or malpositioned; but removed them at the behest of the patient in (B)(6) 2018. The status of the patient following the revision procedure is not known.